Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose while using the ilet, associated with repeatedly announcing meals as ¿less than usual¿ or not announcing dinner, which appeared to result in a post-dinner hyperglycemia followed by overnight hypoglycemia; the contact requested further review and re-education, and the user was transferred to clinical support, with images of the most recent event provided. Symptoms included low glucose. Outcomes included self-treatment with oral glucose. Investigation included a review of reported use patterns and troubleshooting with education on correct meal announcements. Investigation of this case revealed that incorrect meal announcements were likely driving improper insulin dosing relative to intake, contributing to postprandial excursions and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement practices.